Event description:
The manufacturer was contacted in reference to reference to the voluntary field safety notice /recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar pro c-flex+ device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found inside the blower kit. Additionally, the device had hair fail contamination. And displayed error code e053 (err comp log sem timeout), e063(err stuck knob key) and e066 (stuck encoder b). The device was scrapped by the service center after the evaluation was completed.